Manufacturer narrative:
The reported premature battery depletion was confirmed via performed longevity calculations. The device was tested on the bench and on our automated testing equipment. No high current drain sources were detected. The battery was sent to the manufacturer for further analysis. No anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that excessive battery discharge was noted. The device is at premature eri. Device was explanted and replaced.